Manufacturer narrative:
Reference reports: 1221359-2021-01204, 1221359-2021-01205, 1221359-2021-01206, 1221359-2021-01208, 1221359-2021-01209, 1221359-2021-01210, 1221359-2021-01211, 1221359-2021-01212, 1221359-2021-01213. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed on various dates this MFR. Report addresses patient four (4) of ten (10). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested dacron nasopharyngeal swab. Repeat testing was not performed. Confirmation testing on (B)(6) 2021 on nasopharyngeal swabs with pcr generated negative results; CT values not provided. The customer stated the patient a check-up patient but additional patient information, including treatment and outcome, was not provided.

Manufacturer narrative:
Additional information: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m133272 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1022441, test base part number 190-430 / lot m133272. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m133272 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.